Manufacturer narrative:
Date of event: this event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿bags¿ (bladders) of two (2) folfusors sv (small volume) burst. This issue was observed prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 19, 2020 - october 20, 2020. H10: one actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.